Event description:
The facility reported the pump to be turning off by itself. The hosp rep stated there was no report of pt incident since the last baxter service event. Information was not provided regarding whether or not the reported condition occurred during the pt use. No additional contacts were provided.